Event description:
The device distributor (B)(4) reported that a vacuum relief valve leaked during a procedure at a hospital. It was reported that the one way valve used in the tubing pack had leaked. There were no patient complications reported as a result of the alleged event. The distributor indicated their internal testing of the device confirmed the alleged leak. The device has not yet returned to the manufacturer for evaluation. No add'l info has been received despite multiple attempts for info.

Manufacturer narrative:
(B)(4).